Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported the patient required an MRI scan of the lumbar spine, which was unrelated to the device or therapy. The patient was experiencing back pain. It was unknown if the symptoms were related to the device or therapy. The patient's record showed the patient lost ability to walk - secondary to bilateral leg pain with some low back pain. From the records, 2 months ago the patient was walking on their own and at the time of the report, basically wheelchair bound and had bilateral lower extremity weakness and multiple changes of the lumbar spine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. The indications for use for this patient were essential tremor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.